Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that during boot up, the system attempts to restart, or it shuts down. There was no pt injury or death reported.